Event description:
This case was reported by a consumer and described the occurrence of neuropathy in a (B)(6) female patient who received double salt denture cleanser (B)(4) (polident dentu crème toothpaste) for denture cleaning. A physician or other health care professional has not verified this report. On an unknown date, the patient started double salt denture cleanser (B)(4) (dental). At an unknown time after starting double salt denture cleanser (B)(4), the patent experienced neuropathy and tingling of hands and feet. This case was assessed as medically serious by gsk. Treatment with double salt denture cleanser (B)(4) was continued. At the time of reporting, the events were unresolved. (B)(4). Polident dentu crème denture toothpaste is manufactured in (B)(4) in the united states of america. The lot number for this product is available; however, it is unknown if the product will be returned for quality assurance testing. (B)(4).